Event description:
Per a report from the legal department a patient underwent a left knee replacement on (B)(6) 2017. Approximately 5 years and 4 months after the initial surgery the patient had a left knee revision on (B)(6) 2023 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation correction - f10 should be blank.

Event description:
Additional information received via legal department. Revision report of 30 jan 2023 for failed left total knee replacement secondary to wear of the articular surface. Findings: this patient initially experienced excellent recovery from severely arthritic knee, but overt the second year, she began to develop aching pain, a sense of instability, and recurrent swelling in the left knee. Procedure: revision, left total knee replacement, tibial component with polyethylene exchange. When entering the suprapatellar pouch area, an exuberant hypertrophic synovium was encountered, characteristic of the foreign body reaction was seen with the recall components. The polyethylene was removed and inspected there was obvious surface excoriation of the component, there was significant wear of the articular surface with loss of substance but without gross delamination. The 11 mm insert was loose. Dressings were applied; the patient was awakened and taken to the recovery room instable conditions. There were no complications during the procedure. No additional informaiton.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."